Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery due to infection, 20 months post-op. Patient ID: (B)(6) ".

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.